Event description:
An email was received regarding a 46 50 ml diluent set for channel 2, spiros, alleging a leak during patient use. It was stated in the report that there was leakage from the spiros. The event was noted during infusion. Moriamin-sn was involved in the event. There was no bleedback reported. The product is not a biohazard, and the device was not reprocessed/resterilized. There was patient involvement but no patient harm. There was no delay in critical therapy.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional reporter (B)(6).

Manufacturer narrative:
Investigation summary one (1) photo was shared by the customer, where customer is pointed in a red circle the potentially source of the leak from a brand-new sample. However, no leaks are noted in the photo. One (1) used. List #ch4002 was received for evaluation. As received no physical damage or anomalies were noted. The sample was tested as procedure and no leak from the spiros was noted, only a leak from the drip chamber's filter vent cap. Complaint of leaks can be confirmed. The probable cause is typical due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.